Event description:
It was reported that the user stated the ilet was giving too much insulin, and records showed five meal announcements were entered in a short period, suggesting use of meal announcements as a correction method. No symptoms reported after three attempts to reach user. Device data over the prior month showed low glucose 0.5 percent and very low 0.0 percent. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of device-reported meal announcements and glucose metrics. Investigation of this case revealed no device alarms or malfunctions and indicated user-driven dosing behavior through repeated meal announcements rather than an autonomous over-delivery by the device. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcements was the likely cause.